Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reporter indicated the event occurred sometime during the prior month from the date it was reported to the manufacturer representative; therefore date of (B)(6) 2011 is being used as the best estimate date. Operator not trained. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. The plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned. A proxy plunger was inserted and the needle trajectory and was acceptable. There was no manufacturing or quality issue detected. Each component is inspected during manufacturing and each finished goods lot is inspected by sampling plan. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. It was reported that the operator of the proglide device had not completed training and was not certified in the use of the device, which is contrary to the instructions for use and may have been a contributing factor in the event. Based on the analysis of the returned device, a definitive root cause could not be determined and the reported cuff miss could not be confirmed. A review of the device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly during plunger removal the suture did not present. A second proglide was used with the same results. A third proglide was successful achieving hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.